Event description:
It was reported purchasing department made sales rep aware that simplex liquid was leaking out of box.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown simplex liquid. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding pack damage involving an unknown simplex product was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the product was not returned or photographs provided for evaluation. -medical records received and evaluation: not performed as there was no patient involvement. -device history review: not performed as the lot ID is unknown. -complaint history review: not performed as the lot ID is unknown. Conclusions: the reported event could not be confirmed with the limited information that was provided. The lot ID information and photographs of the reported packaging would be required to further investigate this event. Based on the event description however, it is noted that the damage/leaking liquid was detected after the product had been stored in the hospital for an extended time.

Event description:
Update as per sales rep: "the leaking monomer that was observed was not observed upon receiving of the shipment. It was observed in the or as the grabbed a single dose of cement. "